Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). No similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -14.00 diopter, in the patients left eye (os) on (B)(6) 2005. The patient experienced refractive surprise, refractive change overtime. It was stated that the lens remains implanted, and the surgeon plans to exchange the lens to resolve the problem.